Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had intermittent power issue and moisture/corrosion was evident in the battery compartment. No damages to the battery compartment or cap were noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged intermittent power issue was not duplicated in the evaluation. Review of black box data found several unexpected power-on-reset events. No damages were found with the battery compartment or cap. Moisture corrosion was evident inside the battery compartment and on the battery cap. Using the returned caps, the pump powered on with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruption. No leaks were found in a leak test. Pump casing was opened and no evidence of moisture intrusion or intermittent conditions was found with the power circuit board or the glucose engine module. Unrelated to the complaint, the display was dim with reddish contrast. (B)(4).